Event description:
During a follow-up, diagnostic imaging revealed the right atrial lead had been dislodged. The lead was explanted and replaced during a revision surgery. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.